Manufacturer narrative:
(B)(4). A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The device was returned with the sealant sleeve pulled back against the shuttle handle. The advancer tube was found abutting the balloon. The sealant was not returned and the procedural sheath was separated from the device. These evidences indicated that the device may have been manipulated by the user post procedural. During the investigation, leak testing was performed and no leak in the balloon was found. The balloon was fully inflated with water and pressure was maintained and the inflation indicator performed per specification. Review of lot f1724102 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The sealant was not returned with the device; therefore, a physical investigation could not be performed. The failure reported as ¿the advancer tube did not remain and the sealant and plug were hanging on the shaft,¿ was not confirmed due to the condition in which the unit was received for analysis (the device may have been manipulated by the user post procedural). The exact cause of the reported failure experienced by the customer could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the failure experienced by the customer is related to the mynx manufacturing process. Procedural factors and handling process may have contributed to the failure as reported. No corrective or preventive actions will be taken at this time.

Event description:
It was reported that during a mynxgrip vascular closure device (vcd) deployment, after retracting the sheath and vcd shuttle, the white introducer (advancer) tube did not remain and the sealant and plug were hanging on the shaft, outside of the patient. The vcd was being used in conjunction with a 5f procedural sheath introducer following a diagnostic peripheral procedure. The balloon was deflated and the vcd was removed. Manual compression was applied for approximately 10 minutes. The patient's hospitalization was not extended as a result of the event. No patient injury. The vcd will be returned for analysis.

Manufacturer narrative:
Date device returned to manufacturer: is being corrected to (B)(6) 2017. It was reported that during a mynxgrip vascular closure device (vcd) deployment, after retracting the sheath and vcd shuttle, the white introducer (advancer) tube did not remain and the sealant and plug were hanging on the shaft outside of the patient. There was no report of patient injury. The vcd was being used in conjunction with a 5f procedural sheath introducer following a diagnostic peripheral procedure. The balloon was deflated and the vcd was removed. Manual compression was applied for approximately 10 minutes. The patient's hospitalization was not extended as a result of the event. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The device was returned with sealant sleeve pulled back against the shuttle handle. The advancer tube was found abutting the balloon. The sealant was not returned and the procedural sheath was separated from the device. This evidence indicates that the device may have been manipulated by the user post procedural. The sealant was not returned with the device; therefore, a physical investigation could not be performed. During the investigation, leak testing was performed and found no leak in the balloon. The balloon was fully inflated with water and pressure was maintained and the inflation indicator performed per specification. Review of lot f1724102 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported as ¿the advancer tube did not remain and the sealant and plug were hanging on the shaft¿ was not confirmed due to the condition in which the unit was received for analysis (the device may have been manipulated by the user post procedural). The exact cause of the reported event experienced by the customer could not be conclusively determined. Procedural factors and handling process may have contributed to the event as reported. Neither the device history record review nor the product analysis suggests that the event experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.